Event description:
Received a voluntary medwatch form via cdrh, in which the customer reports "IV tubing came disconnected resulting in interruption in pt nitro drip. Could have resulted in increased chest pain and increased bp. Secondary set came off blue clave cap in extension section of IV line". Upon further query, the following info was rec'd from the customer: the pt was receiving a nitroglycerin drip via list #11953, which was connected to one of the clave ports on list #11959. The primary line was list #11959, attached to pt IV peripheral catheter site. It was reported that the pt noticed the "tubing came out of the port and called the rn". The two sets were re-connected and taped to re-inforce the connection. The pt did not have an increase in chest pain or blood pressure. There was no report of adverse pt effect. Add'l pt info was requested, but no further info was available.